Manufacturer narrative:
The physician feels that this patient's death was very complicated by multiple medical problems, and not related to the usc of the angio-seal. Please note that this report may be based upon info not yet verified by quinton instrument company or co to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by co or another co that one of its products has caused or contributed to a death or a serious injury, or that one of its products has malfunctioned.

Event description:
Event occurred following a diagnostic procedure prior to mitral valve replacement. An angio-seal device was deployed and hemostasis was successfully achieved. Patient was discharged from the hospital without any problems. Eight days later, the patient had severe pain in the right groin. A duplex ultrasound was performed on day 10 which showed a hematoma of the right upper leg. The patient was transfused with whole blood, but cotninued to have problems. Patient returned 4 weeks later with a fever. Surfical resection of the hematoma, which had spread retroperitoneally, was performed 4 weeks following the original procedure. Patient was finally diagnosed with endocarditis and died of multiple organ failure 5 weeks post surgery.